Event description:
It was reported that there was a leak between the connection of the heater line of the homechoice cassette and the heater bag. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event; however, the patient received antibiotics. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.